Manufacturer narrative:
Batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, " blisters". The cause of the consumer stating the wrap caused blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible-minor for this batch. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received. Process related was no. Final confirmation status was not confirmed.

Event description:
Event verbatim [preferred term] a wrap caused blisters [blister]. Narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ar5202, expiration date apr2022, via an unspecified route of administration from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she had used thermacare back wraps through the years without any trouble. But this time, a wrap caused blisters on an unspecified date. The action taken in response to the event for thermacare heatwrap and event outcome was unknown. According to product quality complaint group: batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, " blisters". The cause of the consumer stating the wrap caused blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible-minor for this batch. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received. Process related was no. Final confirmation status was not confirmed. Follow-up (18jan2021): follow-up attempts are completed. No further information is expected. Follow-up (22jan2021): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] did not check skin under the product while wearing thermacare/read the usage instructions on thermacare before used the product [intentional device misuse], a wrap caused blisters/scar [blister], , narrative: this is a spontaneous report from a contactable consumer. A 51-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ar5202, expiration date apr2022, via an unspecified route of administration from (B)(6) 2021 for sore back. Number of hours per day that thermacare was used was 2 hours. The patient medical history included afib from an unspecified date and ongoing, heart disease from an unspecified date. The patient classified skin tone as medium (neither light not dark). The patient did not have sensitive skin and abnormal skin conditions. Concomitant medications included apixaban (eliquis) for afib. The patient stated she had previously used thermacare back wraps through the years without any trouble. The patient also used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) from (B)(6) 2021 and did not experience a problem/symptom with one of these products. The patient attached the adhesive to body. The patient did not engage in exercise while using the product. She did not check skin under the product while wearing thermacare and she read the usage instructions on thermacare before she used the product. The patient had been using thermacare that day for 2 hours and this time a wrap caused blisters/scar on (B)(6) 2021. She went to take a shower and noticed blisters x2. It lasted for 1 week and scarring was remaining. She had used this product for many years. This was the first time this had occurred. The patient did not consult a healthcare professional for the problem/symptom. The color of the box she purchased was red box and there was no product remaining. The action taken in response to the events for thermacare heatwrap was permanently discontinued. The outcome of the event blister/scar was recovered/resolved with sequel in (B)(6) 2021. According to product quality complaint group: batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, " blisters". The cause of the consumer stating the wrap caused blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible-minor for this batch. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received. Process related was no. Final confirmation status was not confirmed. Follow-up (18jan2021): follow-up attempts are completed. No further information is expected. Follow-up (22jan2021): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (29jan2021): new information received from a contactable consumer includes patient data (age, weight, height, not pregnant), past drug event, medical history, suspect product date (indication, start/stop date), concomitant drug, new event (did not check skin under the product while wearing thermacare/ read the usage instructions on thermacare before you used the product), clinical course details, event outcome and onset date. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, " blisters". The cause of the consumer stating the wrap caused blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible-minor for this batch. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received. Process related was no. Final confirmation status was not confirmed.

Event description:
Event verbatim [preferred term] a wrap caused blisters [blister], , narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ar5202, expiration date apr2022, via an unspecified route of administration from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she had used thermacare back wraps through the years without any trouble. But this time, a wrap caused blisters on an unspecified date. The action taken in response to the event for thermacare heatwrap and event outcome was unknown. Additional information has been requested and will be provided as it becomes available.